Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking ¿from port 2 (lipids leaking into bag)¿. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H10: the actual devices were not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on two (2) randomly selected samples using an in-lab exactamix compounder and no issues were observed; accuracy results were within specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.